Event description:
Initial reporter indicated to a manufacturing consultant that their dell x5 handheld computer was not holding a charge and the screen will turn off when he unplugs it from the outlet. He has to keep it continuously charged in order to use it. Manufacture is pending receipt of the product for analysis.